Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation surgery with a two 425cc mentor memorygel breast implants experienced bilateral capsular contracture baker grade baker grade iii post procedure. As a result, patient underwent bilateral removal and replacement with two non mentor breast implants on (B)(6) 2021. This medwatch form is for the left breast prosthesis.